Event description:
In 2008 I had the essure implants placed. I immediately had pain, headaches, foul odor and constant bleeding. I went for my x-rays after the three months and was told by the technician that it appeared that the coils had punctured my fallopian tubes and one of the coils was broken. When I went to my doctor he disagreed with the techs statements and blamed my problems on endometriosis. He suggested a hysterectomy. In (B)(6) 2008 I had a hysterectomy. After the surgery my doctor finally admitted that my tubes had been punctured. I have undergone menopausal symptoms since my hysterectomy. I really believe that these coils should be taken off the market. My life was forever changed by the decision to have the coils placed.